Event description:
Complainant alleged that the medics were responding to a call for a pt who was in cardiac arrest. Upon the medics' arrival CPR was in progress on the pt, and was continued throughout pt treatment. When the medics administered the first shock to the pt, an arc was observed. The medics immediately removed the pads from the pt and applied a fresh set of electrodes to the pt and continued treatment without any add'l problems. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant was unable to supply the lot number of the reportedly malfunctioning electrodes, as the packaging was discarded subsequent to the event. Package advised the user, "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns."